Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account and found the upper control board had a bent pin. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technical support representative explained to the account how to straighten the bent pin on the upper control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).